Manufacturer narrative:
Device available for evaluation, returned to manufacturer on 11/20/2017. Device evaluation: the device was returned to the manufacturer. There were two tubing sets that were returned and only one was found used and considered the suspect product. In addition, the particle in a vial was also returned. The suspected tubing was visually evaluated and there is indication it was used since liquid is observed in the opo61. There is broken tubing at the silicone t connector. There is no loose particle detected in the unit tubing. The particle in the vial was sent to for analysis, the results indicates the material is consistent with acrylonitrile/butadiene/styrene (abs) the material of the part number 290850 (male luer) and part number 290841 (connector tee) used on the opo61 tubing set. The complaint was verified. Corrective actions are to implement a magnifying glass to perform visual inspection. Abbott medical optics will continue to monitor this type of complaints a record review was performed. A product deficiency review was performed. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. No labeling change is required. A potential product quality deficiency was identified and corrective actions are to be addressed. Abbott medical optics will continue to monitor this type of complaints a review of the device history record (DHR) for the signature disposable tubing lot number cc03037 was conducted. The product was manufactured and released according to specifications. No non-conformance reports or exception reports associated with this production order were identified during the manufacturing record review. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The lot number was not provided (B)(6) manufacturer date is unknown as the lot number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, it was reported there was foreign material from a tubing pack model opo61 that entered the operative eye. Although there was no patient injury reported, there was a 20 minute delay due to surgeon removing the foreign substance from eye. A description from the surgery center indicated there was a 2x3mm white plastic-like substance that went through the irrigation line of a tubing pack model opo61.